Event description:
The deltaplush cerecyte microcoil could not be detached when the detachment button was pushed, and the coil was found to be bent during analysis. The connecting cable was replaced; but the coil could not be detached. There was no serious injury of additional intervention required.

Manufacturer narrative:
(B)(6). Complaint conclusion: the coil was returned unsheathed. Located adjacent, but distal to the marker band, the tip coil was returned bent. No other damage was found to the bent section. The detachment did not receive head and melt. The detachment control box (dcb) was not returned. The connecting cable was able to detach coils on the fist detachment cycle during functionality testing. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil unable to be detached was due to a fracture at the solder joint located inside the resistive heating coil. The circumstances of how and when this occurred cannot be determined. There was no evidence of a manufacturing issue related to the complaint; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.